Manufacturer narrative:
Received one cd801 in opened original packaging. Lot number was verified. Performed a visual inspection, the device came back in to separate pieces. All pieces were received. There was no evidence of crimping on the shaft of the device to hold the swab in place. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 3 complaints regarding 3 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following; insert the laparoscopic kittner through a properly placed laparoscopic cannula. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of their facility that the cd801, laparoscopic kittner, became detached from the probe during a laparoscopic hysterectomy on (B)(6) 2020. The detached sponge tip was retrieved using graspers. There was only minutes described as the delay. There was no patient injury or impact. This report is being raised based on device malfunction with the potential of injury upon reoccurrence.